Event description:
Reporter indicated that the pt's device was registering high impedance on both a system diagnostic, and a normal mode diagnostic. However, the dcdc converter codes were fluctuating to some degree. Reporter indicated that the pt was still able to feel stimulation suggesting that some therapy is still being delivered. X-rays were taken and sent to the MFR for analysis. No obvious anomalies were found on the x-rays, but due to image quality, a portion of the lead could not be evaluated, but proper lead pin insertion was confirmed, suggesting that the most likely cause of the high impedance is a lead fracture, either in part or in whole.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.